Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. Per visual inspection a slight crack can be observed at the tip of the blue suction connector. A syringe was inserted into the blue suction connector to verify if the crack in the connector. It was confirmed that the blue suction connector has a crack at the tip. Exerting too much force when connecting the syringe was identified as the root cause. The failure mode will continue to be monitored and if a trend is identified an investigation will be open. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the subglottic port tip cracked. Unplanned tracheostomy changed was done as they were not aspirating secretions via subglottic port. Patient was then very productive via subglottic port. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.